Event description:
It was reported that the patient experienced drowsiness and was admitted to the hospital. It was indicated that the patient's pump was decreased by 20% in flex dosing. It was noted that the patient was drowsy but was now alert. No further information was provided. The drugs delivered via pump were hydromorphone and baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, serial # (B)(4), 2002 (B)(6) explanted: product type catheter.

Event description:
Additional information: it was reported that the cause of the event and the patient's drowsiness were due to the patient's oral medications. The patient was admitted to the hospital for a urinary tract infection that was quite severe. The patient was treated with a combination of antibiotics over a 6 day period and was discharged from the hospital. The reporter noted that the patient had an indwelling catheter. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).